Event description:
A home patient's (hp) spouse contacted a baxter's technical service representative (tsr) and reported a leak in the patient line of the homechoice set during drain 1 using the homechoice system for apd therapy. The issue was reviewed over the phone with the tsr, which revealed that the patient line near the hp's stomach had a hole in it and was leaking peritoneal dialysis fluid. The tsr verbally assisted the hp's spouse to discontinue the therapy and the hp will seek medical attention. The home patient went to the emergency room and was sent home with antibiotics. A follow-up call was placed to the hp's peritoneal dialysis (pd) nurse on june 21, 2006. Per the pd nurse, the hp's transfer set had holes in it. The transfer set was changed and the physician prescribed prophylactic antibiotics. The nurse and the hp are not sure what caused the holes. On june 20, 2006, the hp returned to the dialysis center for a recheck. Per the pd nurse, the transfer set looked good.